Event description:
The nurse assisting an (B)(6) male, pt, called in to zoll lifecor customer support to report that the pins were bent inside the pt's electrode belt and was unable to connect the belt with the monitor. The pt received a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (bent pins) has been confirmed. Upon inspection, the electrode belt was found to have the connector pins bent in a swirl pattern. The electrode belt connector pins did not successfully mate with the connector. The root cause of the bent pins cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted form the bent connector pins. The pt received a replacement electrode belt.